Event description:
It was reported that the pt has had difficulty with swelling since initial activation and thus has not been able to use the implant consistently. There is swelling pain and heat radiating from the implant site. The pt has had issues with external equipment retention and has to have the area shaved of hair. She has had intermittent periods of not being able to wear device for weeks at a time due to retention issues. Over the past three weeks there have been reported episodes of dizziness and pain in which she cannot tolerate wearing the device at all.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.